Event description:
During an unknown procedure, it was reported by the affiliate that the device does not fire/misfired. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples across the entire staple with no difficulties noted. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident. Co's strives to understand each incident as it is reported in order to continuously improve the products.